Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report of 1818910-2018-64307. 1818910-2019-109961 is being retracted as it is a report duplication. 1818910-2018-64307 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Represents a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent a right knee revision due to pain, irritability, thickening of the joint lining, laxity, synovectomy and loosening of the tibial component. The surgeon indicated the tibial component to cement interface was very weak. All components were revised in the procedure. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016 (patella, tibial tray, cement 2x, femoral component); dor: unknown (tibial insert); dor: (B)(6) 2018.